Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent suburethral sling procedure due to urinary incontinence with bladder neck hypermobility unresponsive to conservative clinical management. Negative clinical studies. She developed post-operative left lower quadrant abdominal pain, vaginal itching and burning, vaginal odor and dyspareunia. ***medical history: 5 pregnancies with 3 live births. Past surgeries: gallbladder surgery, tubal ligation.